Event description:
It was reported that while preparing this pacemaker systems for a magnetic resonance imaging (MRI) scan, it was noted that the right atrial (ra) lead recorded high out of range pacing impedances and high pacing thresholds when in bipolar configuration. This lead had previously been programmed to unipolar configuration yielding acceptable values. No additional adverse patient effects were reported. This pacemaker remains in service.